Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient alleges the pump delivers too little insulin. Patient reported experiencing blood glucose level of 200-400 mg/dl; no additional information was provided. No adverse event reported. Requested return of the alleged device for evaluation.